Event description:
Boston scientific received information that an x-ray of this left ventricular lead could not visualize the entire length of this lead. A lead fracture was suspected although all measurements were within normal range. No adverse patient effects were reported. X-ray pictures were sent to technical services for review. After reviewing the information, information was provided to the physician that without noise, oversensing or undersensing and all electrical parameters within normal range a lead issue is unlikely. At this time the lead remains implanted. Should additional information become available this investigation will be updated..

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.